Manufacturer narrative:
Correction to the initial MDR in field h10. Additional suspect medical device component involved in the event: model#: sc-2317-50 serial#: (B)(4) description: infinion cx 50 cm lead a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had skin erosion and the leads were poking out of the hole in the skin. The patient underwent an explant procedure and was prescribed antibiotics for prophylaxis of infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: (B)(4), serial#:(B)(4). Description: infinion cx 50 cm lead a review of the sterilization documentation for the leads was found to be satisfactory.

Event description:
A report was received that the patient had skin erosion and the leads were poking out of the hole in the skin. The patient underwent an explant procedure and was prescribed antibiotics for prophylaxis of infection.

Manufacturer narrative:
Sc-2317-50 (B)(4) device evaluation indicated that visual inspection revealed distal electrodes #1-3 were torn off and returned inside the anchor. This type of damage is typically caused by the clik x anchor when it is not well lubricated. When anchor was lubricated with water multiple test leads were able to successfully pass through the anchor. Sc-4318 (ln: 21012885) device evaluation indicated that visual inspection revealed distal electrodes #1-3 were torn off the associate lead and returned inside the anchor. The electrodes were removed and when the anchor is lubricated with water multiple test leads are able to successfully pass through the anchor. Device exhibits normal device characteristics.

Event description:
A report was received that the patient had skin erosion and the leads were poking out of the hole in the skin. The patient underwent an explant procedure and was prescribed antibiotics for prophylaxis of infection.